Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and verified the reported malfunction. The se removed all the central processing unit (cpu) printed circuit boards and reseated them. The device then passed all testing.

Event description:
It was reported that when a ventilator was turned on, a high pitched noise occurred and the display was blank. There is no information regarding patient involvement.

Manufacturer narrative:
(B)(4).it was confirmed that there was no patient involvement for this event.